Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported low blood glucose of 40 mg/dl. Customer indicated that the low was due to the pump settings. Customer indicated that they will follow up with their doctor for pump setting adjustments. Customer declined further troubleshooting.